Event description:
It was reported a patient underwent a posterior lumbar interbody fusion (plif) at l2-l5. At the time conducting decompression at l3/4 following procedures at l2/3, a metal fragment was found in the operative field. It was identified as a retaining pin of a handle because one pin was found to be missing. No patient complications were reported.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Visual analysis reveals the pin that connects the handle to the shaft has broken. Lose fragment is ¿3.5mm long. The surface of the fracture is fairly flat and appears to be the result of pressure from the handle turning. The diameter of the pin appears to be made to print. The pin has sheared due to overload.

Manufacturer narrative:
(B)(4): analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.